Manufacturer narrative:
Qn# (B)(4). Other remarks: (B)(4). Corrected data: (B)(4).

Event description:
It was reported that "the dilator tip was found damaged during used on the patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the dilator tip was found damaged during used on the patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that "the dilator tip was found damaged during used on the patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. The customer provided one image showing a dilator and returned one dilator and one 2-lumen cvc for analysis. Signs-of-use in the form of biological material were observed on the dilator and the catheter body. Visual analysis revealed that the dilator tip was slightly frayed. Microscopic examination confirmed the damage. No defects or anomalies were observed with the returned catheter. The dilator length from the hub to the tip measured 100mm via calibrated ruler, which was within the specification limits of 95.2mm-108mm per the dilator product drawing. Functional inspection was performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A lab inventory guide wire with a diameter of 0.032" was inserted through the returned dilator. Minor resistance was encountered at the dilator tip due to the damage; however, the guide wire was able to pass. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.